Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the clinical data does show evidence to suggest the device analyzed appropriately and within the limitations of the available technology. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) year old male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The clinician subsequently administered two shocks to the patient. Complainant indicated paramedics obtained their device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.